Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 following a fontan procedure. During the procedure, while inserting the fourteenth coil, the physician felt resistance. The physician attempted to retract the coil; however, the coil unintentionally detached inside the microcatheter. The physician was able to use the pusher wire to push the coil into the aneurysm. The procedure continued with another coil and the patient was well. There was no report of an adverse effect on the patient. Physician's comment: I felt resistance when inserting the coil into the hub of the catheter. So some problems happened before the manipulation.

Manufacturer narrative:
Results: the pusher assembly is fractured approximately 184.0 cm from the distal tip. The pet-lock at the proximal end of the pusher assembly is still intact, indicating that proper detachment was not attempted. The pull-wire is entirely pulled out from the proximal end of the pusher assembly. The distal detachment tip (ddt) is still attached to the distal end of the pusher assembly. The pusher assembly is kinked approximately 7.5 and 20.5 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that resistance was felt during coil deployment. The physician then attempted to retract the coil and it detached inside the microcatheter. The detached coil was pushed into place with the pusher assembly. Evaluation of the returned device confirmed an unintentional detachment as evidenced by the intact pet-lock at the proximal end of the pusher assembly. If the coil were detached properly, the pet-lock would be broken. The fracture and kinks in the pusher assembly were not described in the complaint however, if the pusher assembly was kinked when attempting to advance the coil against resistance, the pull wire inside of the pusher assembly may have been pulled proximally, releasing the coil proximal constraint ball and detaching the coil. There is no evidence of a break in the pull-wire, the coil, or the ddt that the force used during retraction of the coil against the resistance exceeded product specification. The cause of the resistance when advancing the coil through the microcatheter could not be determined based on the description of the event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.